Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer¿s husband reported via phone call that the customer was called emergency service due to high blood glucose on (B)(6) 2020. Customer¿s blood glucose value was 1080 mg/dl. Customer went to hospital and customer was in kidney failure. Customer stated that the customer was vomiting whole day and the blood glucose was running high. Customer was treated with fluid, incubated for week, cerebral edema, pneumonia, intravenous antibiotics and insulin. Customer decline troubleshooting for high blood glucose. Customer also stated that the customer was on physical therapy and she was on bed for so long and customer¿s kidney was functioning was back to normal. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.